Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 was not cycling properly and giving intermittent airflow while connected to a patient. The customer confirmed there was no patient harm associated with the reported event.